Event description:
It was reported this tracheobronchial wallgraft was implanted successfully to repair an arteriovenous fistula at another user facility in this transplant pt. The pt was transferred to this facility and underwent a kidney transplant procedure at a later date. It is not known how long the graft had been implanted prior to the transplant procedure. The pt developed clostridium and aspergillus infections. The wallgraft and kidney were explanted. However, the pt subsequently expired due to sepsis. No further details regarding the circumstances surrounding this event are available at this time. Upon receipt of additional details, a supplement will be sent at that time. The availability of the device is now known at this time. Follow up revealed this wallgraft was used in the vasculature which is not an indicated use of the device. However, without evaluating the device and without further details regarding the circumstances surrounding this event, co is unable to determine the exact cause for this event. Directions for use state: "the wallgraft tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted... Complications associated with the use of wallgraft tracheobronchial endoprosthesis may include the usual complications reported for conventional tracheobronchial stents such as infection, stent misplacement, stent migration, and stent obstruction secondary to tumor or granuloma ingrowth through the stent, tumor or granuloma overgrowth at the stent ends, or mucous occlusion or perforation.